Event description:
During an open procedure of distal pancreatectomy, the device was used properly for several seals. The surgeon tried to activate it on the retroperitoneum, but jaws would not close. The pin disengaged and fell into patient cavity. It was retrieved and not left in patient cavity. Surgery time was extended for about 40 minutes. There was no patient impact or injury as a result.